Event description:
It was reported to philips that the device had an alarm led (light-emitting diode) failure. The device was not in clinical use at the time of the event. There was no report of patient or user harm. The investigation is ongoing.

Manufacturer narrative:
Additional information was received indicating that this failure was found during preventive maintenance where there is no risk of patient harm or injury. Based on the newly received information, this complaint no longer meets regulatory reporting criteria.

Manufacturer narrative:
The customer contacted philip's remote service technician and stated that when the unit is powered on it gives an error code consistent with alarm light emitting diode (led) failed. The customer claims warranty and would like to have on-site service dispatched to repair unit. The philip's service engineer found the unit with the overlay power switch port on the user interface (ui) printed circuit board assembly (pcba) broken. The service engineer replaced the ui and performed the following tests: electrical safety, touchscreen calibration, and ventilator controls. The system meets the specification for the performed service and is returned to use.